Manufacturer narrative:
Product analysis: dispenser tips x2, syringes x2, partially filled vial of adhesive, guidewire, introducer, dilator and glue catheter returned alongside device. The returned guide wire was measured at approx. 180cm. An in-house gw was placed against the returned guide wire and there was no difference between the lengths of the guide wires. The end welds were still present on the return guide wire with no detachment evident. No known device issues were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a treatment for venous insufficiency in the great saphenous vein (gsv) using the closure system vs-403 venaseal, a loud snap sound was heard during wire insertion, leading to the belief that the wire had broken. Upon comparison, the wire was found to be significantly shorter than another wire. An ultrasound was performed to check for any broken wire fragments inside the patient's body, but no fragments were found. The procedure was completed using another venaseal kit. No patient injury reported.